Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial hip procedure on an unknown date. Subsequently, the patient was revised due to fracture of elevated portion of the polyethylene liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through photographic inspection and the reported fracture was confirmed. The picture identified that the liner was fractured in several pieces and the head had blood stains with discoloration on the surface of the taper. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Part: unk, unk trilogy liner, lot: unk part: 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot: 61138035 multiple MDR reports were filed for this event, please see associated reports: liner. Head: 0002648920-2019-00495.

Event description:
It was reported that the patient underwent initial left hip procedure on an unknown date. Subsequently, the patient was revised due to instability and during surgery the elevated portion of the poly liner was found to be broken. Attempts have been made and no further information has been provided.